Event description:
It was reported that pump shut down unexpectedly and then started up again without user action, with no additional details or blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Pump was no longer under warranty, customer chose not to return device, and no further actions or information were available from either customer or distributor.